Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room supervisor reported that during a vitrectomy procedure, the laser tuned off. The procedure was completed using an alternate laser with no harm to the patient.

Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. Further information noted that the company representative instructed the customer on how much time the system requires to complete the boot up process because the customer was not waiting an ample amount of time for the system to finish booting up. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 11, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customer use error because they were not waiting an ample amount of time for the system to boot-up. The system was found to meet specifications. (B)(4).